Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient used adaptive stim as shortly after implant, up until about 4 months ago because the patient claims that his stim would 'shoot up' uncomfortably from '6 to 10' while walking. The patient did not confirm this on the patient controller while it was happening, but the patient went on to say he would check the patient controller after, and he would ¿back it down¿ to 6 and it would increase to 10 again. After this, the patient elected to turn as off. The patient was alleging the ins was adjusting unintended. Troubleshooting and as education were performed. The rep set the positions and amplitudes to a satisfactory level for the patient and then elected to have patient check these with their as. At the end of the call, the patient and the rep felt like their questions and concerns were addressed. It was reviewed that if the patient truly feels the ins is acting on its own or there is an issue, then the patient should keep a log of when/where/details about the incident. It was reviewed with the rep the importance of checking diary features at the next session if trying to deduce if there is an issue as well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that adaptive stim was reset and the patient was happy. The issue was resolved. No further complications were reported.